Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to sleep with 45% battery charge on the pump. Reportedly, the pump was off when the customer woke up. The customer's blood glucose (bg) level was 300 (mg/dl). The customer exercised to address elevated bg level. Review of the pump data logs by tandem technical support showed the pump battery depleted 20% within one hour. Reportedly the customer would continue to use the pump for insulin therapy.